Manufacturer narrative:
1. DHR/bhr review: 1)the batch number of the complained product is 3199371, is 18g and product code is 383715, produced on 2023/07, with a total of (B)(4) pieces in this batch; 2)inspection process inspection and delivery inspection report, the test results meet the product standards, no abnormality; 3)check the production records for this batch of products that there are no nonconformities, deviations or rework activities in the process of this batch of products; 2. Take the retained sample of this batch for 45psi system leakage test, and no abnormality was found. Test report refer to attachment 1. 3.the customer did not return samples or photos,cannot confirm the specific defect situation; 4. The history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. In summary,the customer did not return any samples,the root cause of the complaint defect cannot be confirmed, and the factory will continue to pay attention to and monitor the trend of the defect complaint.

Event description:
No additional information provided.

Event description:
It was reported that unknown bd catheter was leaking the following information was provided by the initial reporter: the child returned to the ward after surgery and a leakage of the indwelling needle was found when rehydration was given as prescribed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.